Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4) work with the (B)(4) devolved administrations who operate their own reporting systems for medical device users. These systems are managed by: the (B)(4) and (for non-hazardous incidents occurring in (B)(6)) the surgical materials testing laboratory. If this incident occurred in one of their areas, you may already have been contacted by them directly. In this instance, (B)(4) have decided to open our own, parallel investigation. The devolved administration concerned has been informed and you should co-operate with both investigations. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible subcondylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. We would like to confirm that we received in the meantime the broke plate which is related to the (B)(4) adverse incident report (B)(6). The part number 04.503.831 and lot number 6297447 are marked on the plate. The manufacturing documents were reviewed and no complaint related issues could be detected. The work order and as well the material certificate indicate that the device was made according the specifications. This lot of (B)(4) pieces was not manufactured in january 2010, (B)(4) pieces of this lot were sterilized afterwards and were sold under the part number 04.503.831s and lot number 3615961. All parts are sold and we are not aware of any other complaint for this article- and lot numbers. The relevant dimensions at the fracture zone were checked and no deviation was found. The thickness and as well the width of the received plate are within the specification. The microscopic view shows that the fracture face is homogenous, which indicates material conformity. Based on these findings and the DHR review we exclude a product fault at this point. However, the plate will be forwarded to an external laboratory for a complete metallurgical analysis to fully exclude a material or manufacturing fault. The investigation is ongoing. Placeholder.

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report (B)(4)). Based on the topography of the fracture surface, it can be concluded that the implant was subjected to low dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The plate could not resist the applied force which finally led to the material overload /fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows:plate was placed on (B)(6) 2013, then patient represented with pain. X-ray, date unknown, showed plate had fractured and required further operation to remove. Patient still in pain now but unclear related to plate fracture. Plate removed (B)(6) 2013. It was noted the post op x-ray in (B)(6) were ok. Patient complained of continued pain after the fracture was healed. This is 1 of 1 report for complaint (B)(4).